Event description:
Through journal article ""clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported "right breast swelling" and "concern for implant rupture." Device has been explanted and replaced. This represents the right side. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphoma -alcl - suspected. Heather a. Lillemoe, md1, roberto n. Miranda, md2, loretta j. Nastoupil, md3, mark w. Clemens, md et all. Clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines. Annals of surgical oncology. 2022, 8.